Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the left ventricle (lv) lead exhibited high pacing impedance and high threshold. No intervention or procedure were reported. The patient had no consequences.